Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary station drawer 2.2 cubie pocket was failed to open. A field service engineer (fse) had inspected the bus cable and confirmed it had been okay. The rear cover of auxiliary drawer 2 had been removed, and the connections had been inspected and reseated. A diagnostic had then been run, and all functions had been operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the cubies were not opening during the narcotic count that nurses perform twice a day. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.